Event description:
It was reported that during a procedure of the heavily tortuous, heavily calcified, concentric, 75% stenosed, de novo mid left anterior descending (lad) artery, during the second pre-dilatation inflation at 16 atmosphere (atm) the nc trek balloon dilatation catheter (bdc) ruptured. There was no reported adverse patient effect. The bdc was replaced and a non-abbott catheter was used in the procedure. The xience prime stent was implanted and post-dilatation was performed. The procedure was successfully completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: mach1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.